Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor skin infection following implant. The cause of the skin infection was unknown. The device was explanted and the issue was resolved. No further complications were noted or anticipated